Event description:
(B)(4). Abdominal pain, back pain, headaches, shooting pain, pain, heavy bleeding, rashes, spasms, right ovarian cyst, etc.

Event description:
(B)(4). As I sit here in my bed and think back over my life from the day the essure was placed in my fallopian tubes, it has been really been rough! Anxiety and depression is what I experienced first, for about three months I went through this, and I wouldn't wish this on my worst enemy! I was in and out the hospital, until they tried to send me to peace river! Now I'm a church going gal, and one thing I believe in is the father, son, and holy ghost! I truly believe it was nobody but god that brought me through that difficult time! There after the rashes started, the bloating of the belly started, at times looking like I was 6 months pregnant! It was so embarrassing. Pelvic pain, sharp pelvic pains, remembering that the right side of my coil was not placed where it needed to be, in the back of my mind knowing something was not right! Searching over the years finding nothing on this evil crap that I'm allergic too! No one ever told me that this was nickel being placed in my body! I've been allergic to nickel since a little girl! Uggghhhh! I hate this!!!! It's not right at all!!! Headaches! Sleepless nights! Back pains, spasms, shooting pains, heavy bleeding, ovarian cyst! I only pray for the rest of women on the face of this earth, that god be with them! Lead and guide them in the right direction when it comes to protecting themselves! God has the last say so in this matter.